Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient's condition affected effectiveness of device (vessel morphology most likely resulted in the stent deformation). Conclusion: device failure/lack of effectiveness related to patient condition device (vessel morphology most likely resulted in the stent deformation). (B)(4).

Event description:
The physician attempted to deliver a resolute integrity drug eluting stent in the lad, which was reported to be highly calcified and tortuous. It was reported that the stent could not cross the lesion and was removed. The user further pre-dilated the target lesion. On re-insertion of the device into the patient, it was noticed that the stent was deformed. The device was not used for patient treatment. No other clinical sequelae reported.